Event description:
It was reported that prior to the implant the lead helix would not extend. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the turns it took to extend/retract helix exceeded specification. The defibrillator conductor was distorted and the helix/lobe was canted/distorted/bent.